Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display occurred. Product was provided for investigation an external visual inspection was performed and passed. A receiver charge test was performed and failed due to screen frozen and display 'dexcom (B)(4)'. A receiver boot test was performed and failed due to screen frozen and display 'dexcom (B)(4)'. Functional tests were not performed due to screen frozen and display 'dexcom (B)(4)'. The receiver log was not downloaded for review due to the screen frozen and display 'dexcom (B)(4)'. The allegation was confirmed a frozen screen display. The probable cause could not be determined. No injury or medical intervention was reported.